Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level "around 300" (mg/dl) and moderate ketones on (B)(6) 2016. Customer administered insulin injections to treat bg level and discontinued use of the pump. Contact verified that there had been no alerts or alarms recorded in pump history. Although requested by tandem technical support, customer declined to upload pump history to t:connect. Contact indicated that health care professional would be contacted. No further information was provided on reported event.